Manufacturer narrative:
Approximate age of device ¿ 1 year and 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that low speed advisories were observed. Technical services reviewed the submitted log files, and pump stoppages (or pump decelerations) were confirmed. Submitted x-rays were unremarkable. On (B)(6) 2018, the patient received a pump exchange. On (B)(6) 2018, it was reported that there were no further alarms. No additional information was provided.

Manufacturer narrative:
The evaluation of returned device confirmed a driveline issue that could have contributed to the report of low speed advisories, which were observed in the submitted system controller log files. The submitted system controller log file captured several low speed advisory while the system controller was connected to a power module. The pump speed decreased to values as low as 3410 rpm, and power elevations were captured during these events, reaching values up to 10.6 w. Based on previous complaint history, these events could be indicative of a potential driveline issue. The device was returned assembled with the driveline severed approximately 12 inches from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 26.5 inches. Examination of the metal braided shield revealed minor breakdown on the external portion of the driveline, consistent with the duration of use. Visual inspection of the underlying wires did not initially reveal any obvious areas of damage or wear; however, hipot testing of the driveline revealed a breach in the insulation of the yellow wire approximately 11 inches from the pump housing, exposing the inner conductors. The area of insulation damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the yellow wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the low speed events observed in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.